Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager reported that he was unable to reproduce the alleged malfunction of not being able to trigger using EKG leads. The stm discussed with the facility's staff and noted that it could have been an issue with the patient. The stm tested all inputs and verified that they were within specifications and triggering. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an ECG trigger issue during patient use. No patient death, serious injury or adverse event was reported.